Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on c-cover, a rubber, a-rubber adhesive and connecting tube. There was no patient involvement. According to the attached discovery report, the issues are: due to wear of s-cover packing, water tightness is lost. Forceps channel port is shaved. C-cover has foreign objects. Adhesive around objective lens has a chip. Adhesive around lg lens has a chip. A-rubber has foreign objects. Adhesive on a-rubber has foreign objects. Connecting tube has foreign objects.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.